Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed and found a burnt power inlet module and burnt fuse. The device received functional, electrical and simulated-use testing. The cause of the reported issue was due to defective power inlet module. To resolve this problem, the power inlet module and fuses were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine crackled and emanated smoke. This was found during peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.